Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter systems the extension set fell apart during insertion. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter systems the extension set fell apart during insertion. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR- the lot was built and packaged on nfa line 2 from 22jun2017 through 30jun2017 for the quantity of (B)(4) ea. 1 non-related qn (B)(4)¿ damaged tip shield) and 1 potentially related qn (B)(4)¿ incomplete seal) were initiated during the built of this lot. Disposition, root cause and corrective actions were applies per quality control plan. All other challenge, set-up and in process samples were performed and all passed per specifications. Received one 22ga nexiva catheter-adapter ext. Set along with a q-syte unit. Visual/microscopic evaluation: the unit received revealed traces of patient residue (blood) throughout its components. A portion of the extension set along with the y adapter had been cut off and were missing. The edge at end of the extension tubing was smooth (clean cut) and a portion of it was ¿flattened¿ (sealed). Manufacturing ¿ packaging. The defect found on the received unit was produced during the packaging process of the material. When the units are not properly seated within the package blister, the unit might ¿pop out¿ as the top and bottom webs are sealed together and the parts are caught between the two getting sliced off by the crosscut cutting blades. A qn corrective action was opened to add a sensor to detect out of pocket parts to the cycle before the parts go under the top web.